Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11th nov 2025, it was reported by a distributor via an email that 1 unit of ar-1662bc-7, swivelock® tenodesis, biocomposite, 7 mm, with one screw, one fork tip peek eyelet and one #2 fiberwire®. Was broken during the tibia insertion. This was detected during an all reconstruction on (B)(6) 2025. The procedure was completed successfully by using additional swivelock in the same hole. There was no patient harm.

Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The bone quality of the bone encountered was not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.